Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the surgeon fired the clips on the cystic ducts and arteries and there was no issue during the firing of the clips. The patient came back several days later and presented with a bile leak. When the patient went back in, the clips appeared to be fully formed, but there was a small leak in the cystic duct. Endoscopic retrograde cholangiopancreatography was done several days later to address the issue and a laparoscopic bile leak repair was done.